Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked/chipped by the front left bottom corner and no visible contamination. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed. The customer's reported problem was confirmed. According to the investigation, broken ear clip was found during visual inspection which caused the reported problem. The investigation reported that this was caused by the customer. Services replaced the pump ear clip and performed a power up process and all the functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump had broken ear clip". No reported adverse effects.